Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of capture was observed on the right ventricular lead. No patient symptoms were reported. A decrease in sensing values was noted as well. The lead was successfully explanted and replaced.